Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no allegation that the device malfunction or that a device deficiency occurred during the procedure. Clot migration is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). There is no evidence suggesting that the device was defective, but rather a procedure related event and the exact cause is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the mechanical thrombectomy device was used to make several passes within the left internal carotid artery (ica) segment. During the device deployment, the treating vessel did have blood flow. However, when the device was removed the vessel would reclose. During these maneuvers, it was realized that the clot migrated to the m1/m2 segment. The mechanical thrombectomy device was used to retrieve clot from the m1/m2, however, the vessel would reclose when the stent was removed. Therefore, the decision was made to place an implantable stent. The stent was delivered to treating location, but the controlled dsa was not satisfactory, so the device was attempted to be retrieved. However, the device unintentionally separated from the pushwire. The anatomy was minimal in tortuosity. The patient was reported to be injured with cerebral infarction.

Manufacturer narrative:
Additional information was received. Type of event: death. If information is provided in the future, a supplemental report will be issued.

Event description:
Dapt was contra indicated for this patient. The baseline mrs score was 5 and remained at 5 post procedure. The baseline nihhs was 23 and remained at 23 after the procedure. The baseline tici score was 0, and after the procedure it remained at 0. The occlusion of the ica maybe have been caused by the longer excising stenosis, it could have been possibility caused by the stent, as it got stuck and released (separated) unintentionally. The patient death was reported to have been caused by sepsis.